Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) h3: analysis of the 97745 controller (s/n (B)(6)) revealed that that the main patient controller board was dead and needed replacement. There was also a front cracked case that needed replacement. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for :spinal pain. It was reported that the controller had quit working. Patient reported last night the screen said the controller needed charging, so they plugged in to ac power supply and got controller to "kinda charge", but now there was nothing on the screen. Patient also mentioned the controller battery was getting hot. Patient reported earlier they were able to get controller on, but saw software problem (1- intellis, 2-3.6, 3-90, 4-session manager.c), and now controller wouldn't do anything. Patient examined controller port, battery compartment, and battery connections but didn't see any damage. Patient plugged controller in to ac power supply without the li battery and reported the screen stayed off. Caller confirmed green light was on ac power and no damage to the cord. Patient then tried aa batteries and controller still did not turn on. The issue was not resolved. A replacement controller was sent out. Additional information was received. It was reported they got new controller and were trying to set it up. Caller mentioned at one point they saw a screen telling them to push the button on the device (it was understood as caller accidentally pressed set up for trial instead of implant) and now they saw no device found. The caller unplugged rtm and caller reported set up screen came up again. Caller then pressed implant, plugged in rtm, and pressed recharge on no device found. Caller entered passive recharge mode (middle number 96). It was reviewed passive recharge mode information and the final pairing screens they may see. Caller said they would continue after the call and call back if they needed further assistance. Additional information was received from a manufacturer representative (rep). It was reported that the antenna appears to be not functioning and when in passive recharge mode, rep is only seeing 100-100-100 on screen, if they move it off they do not see change in numbers as we would expect them too. They have been charging in passive recharge mode for 20 mins (or 2 sessions) but have not seen a change in device response. It was reviewed that they need to complete 3 sessions or total of 30 min and device should start responding. Pt's husband stated that they have been having issues for the past couple days and reported seeing a "software issue" but did not record any of the information on the screen. They reset the ins multiple time. A replacement recharger (insr) was sent out.